Event description:
It was reported that the physician¿s programming tablet was intermittently having communication difficulties with the "failure to open port" error message. It was reported the physician would retry interrogation once to a few times, and then the interrogation would work again and everything would be fine. A replacement usb serial adapter cable was sent to the physician. However, the suspect cable has not been received to date.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Suspect device UDI, corrected data: the follow-up report #1 inadvertently reported the incorrect UDI. Serial #, corrected data: the initial report inadvertently reported the incorrect product information. Device manufacture date, corrected data: the initial report inadvertently reported the incorrect product information.

Manufacturer narrative:
The initial report inadvertently did not report this information. Suspect device UDI: (B)(4).